Manufacturer narrative:
Initial reporter unavailable from the site at the time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A representative went to the site to test the instrument and was unable to replicate the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was alleging issues related to minor inaccuracies that they believed to stem from their 3 navlocks. There was no reported patient present when this issue was reported.

Manufacturer narrative:
Additional information was received. The issue was thought to be caused by the navlock not seated correctly on the instrument after hammering the back end of the navlock. Representatives have been in cases with the system and instruments since the event and the issue has not occurred. If information is provided in the future, a supplemental report will be issued.